Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 46.8 mm aaa. Treatment was performed with the right main unit 28-16-145+16-10-93 and the left contralateral side 16-28-124. It was reported that on an unknown date post-operatively, ib endoleak was noted from the left limb on a CT. 18 months later, an etlw1628c93ej was placed on the left side; the endoleak had disappeared, but just in case, an additional 28.5 mm to 3.3 cm of gore's aortic extension was placed. Per the physician the cause of the ib endoleak was anatomy. It was said that originally there was only 18 mm of landing length, and the blood vessel diameter was also large, normally eia landing would have been used, but considering it was the right side, it was unavoidable. No additional clinical sequalae were provided and the patient is fine. Approximately 3 years and 4 months after the index procedure, a type ib endoleak was again observed. On the same date, a type ia endoleak was also identified. The type ib endoleak was treated by extending the distal seal into the external iliac artery using an etlw1613c156ej and a non-medtronic limb. The type ia endoleak was addressed by extending the proximal seal zone with an endurant cuff (etcf3636c49ej). The endoleaks were reported to have resolved. The type ib endoleak was considered to be the same endoleak on the, which had appeared stable following treatment but required further intervention over time. The cause of both endoleaks (type ib and ia) was that the vessel diameter was originally large and the length was short and so it was unavoidable, especially because the right side had been extended to the external iliacartery. It was also clarified that the most distal device was a non-medtronic stent (28.5 mm to 3.3 cm aortic extension implanted on (B)(6) 2024). However, it was not considered the sole cause of the type ib endoleak, although it may be related. Continued type ib endoleak was reported to have led to progressive enlargement of the common iliac artery (cia) and aneurysm enlargement, and the entire iliac extension was drawn into the aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.